Event description:
During an atrial fibrillation procedure, blood was leaking from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure leak testing with no anomalies observed. However, aspiration testing could not be conducted due to a dried blood-like substance inside the extension tubing near the sideport. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. No damage was noted in the distal or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.